Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-jan-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to the expiration of chem8+ cartridge lot h21079a (16-sep-2021), retained testing could not be performed. No deficiency has been determined for chem8+ cartridge lot h21079a.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 16-nov-2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result of 42% pcv on a (B)(6) male patient with cornary artery disease. There was no additional patient information available at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.